Manufacturer narrative:
The device was not returned for investigation. From the complainant report, it was reported that a hematoma had formed prior to deployment. The us IFU states the safety and effectiveness of the manta device has not been established in patient populations who are suspected of having intra-procedural complication at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation." Additionally, during the manta deployment, the physician advanced the lock advancement tube with excessive force. This type of user error can result in the collagen being pushed into the vessel causing an occlusion. The IFU was reviewed and lists failed hemostasis requiring placement of a covered stent and accidental positioning of some or all of the collagen plug within the femoral artery, leading to ischemia or stenosis as possible adverse events related to the deployment of vascular closure devices. The risk documentation was reviewed and this type of incident is a known risk. This type of incident's occurrence rate falls under the risk documentations accepted occurrence rate. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The us IFU lists access site complications such as stenosis as a possible adverse event for vascular closure devices. Additionally, in the procedural requirements section the activated clotting time (act) should be below 250 seconds prior to closure. In special patient populations section the following is stated, "patient who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation[?]"; therefore, the safety and effectiveness of the manta device has not been established for this patient due to having a hematoma formation during the tavr procedure. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
A tavr was performed on (B)(6) 2019. A hematoma formed at the access site during the tavr procedure and the physician chose to add an additional 2 cm to the deployment depth measured prior to the procedure to compensate for the hematoma. It was described that the physician "pushed the blue tube down with force despite being proctored to gently slide the blue lock advancement tube." Post procedure angio showed an occlusion that was suspected to be collagen in the vessel. An 8 x 2 expanding covered stent was placed and flow was restored. Additionally, it was noted that this physician was being trained by another physician for manta deployment.